Event description:
Pt undergoing cystoscopy, laser lithotripsy 365 micron fiber, laser, a small plastic connector that goes into larger plastic insert then plug, sparked and broke off, was singed. Detective laser fiber was saved. Rep sent to olympus rep 12/05/2023.